Event description:
This spontaneous report was received on (B)(6)-2011 from a (B)(6) consumer (gender unspecified) reporting on self from (B)(6). The medical history included abnormal blood pressure, a surgery due to gall bladder disorder, uterine cancer, neuroendocrine tumor and iodine allergy. The concomitant medication included maxzide (triamterene and hydrochlorothiazide) half tablet a day for an unspecified years for abnormal blood pressure. On (B)(6)-2011, the consumer started using band-aid brand advanced healing blister cutaneously for blister on right great toe (lot number, frequency and expiration date unspecified). On about second or third day, the consumer changed and put a new band-aid. After about three days from changing the band-aid, on (B)(6)-2011, the consumer noticed white circle and black spot under the band-aid. The consumer removed the band-aid and by the night developed hard bump. The consumer did not use the device further. After eight days, in the morning the consumer developed blood blister and the foot became red and swollen. After twelve days, the consumer visited the emergency room where incision and drainage of the wound was performed and the physician prescribed naproxen and advised to soak and re-dress the area three to five times a day. The consumer reported that the blood culture was positive for (B)(6) infection. The consumer took ten day course of clindamycin, had an intravenous rocephin, had a boot put on the foot and was on crutches. The consumer still had black spot and skin peeling. The outcome of the other events was unknown. This report was assessed as serious (medically significant). The company causality was assessed as possible. Additional information received on (B)(6)-2012: the treatment prescribed was oral and intravenous antibiotic, off foot and one week with foot up crutches, twice daily (bid) dressing aes (sic) and surgical shoe. The events were resolving with the formation of a scab and the consumer was cleansing the area with (B)(4). The report remains serious. Additional information received on (B)(4)-2012: the name of the device was updated to band-aid brand adhesive bandages advanced healing blister (lot number-0841c). The report remains serious.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2011 from a (B)(6) consumer (gender unspecified) reporting on self from the united states. The medical history included abnormal blood pressure, a surgery due to gall bladder disorder, uterine cancer, neuroendocrine tumor and iodine allergy. The concomitant medication included maxzide (triamterene and hydrochlorothiazide) half tablet a day for an unspecified years for abnormal blood pressure. On (B)(6) 2011, the consumer started using band-aid brand advanced healing blister cutaneously for blister on right great toe (lot number, frequency and expiration date unspecified). On about second or third day, the consumer changed and put a new band-aid. After about three days from changing the band-aid, on (B)(6) 2011, the consumer noticed white circle and black spot under the band-aid. The consumer removed the band-aid and by the night developed hard bump. The consumer did not use the device further. After eight days, in the morning, the consumer developed blood blister and the foot became red and swollen. After twelve days, the consumer visited the emergency room where incision and drainage of the wound was performed and the physician prescribed naproxen and advised to soak and re-dress the area three to five times a day. The consumer reported that the blood culture was positive for (B)(6) infection. The consumer took ten day course of clindamycin, had an intravenous rocephin, had a boot put on the foot and was on crutches. The consumer still had black spot and skin peeling. The outcome of the other events was unknown. This report was assessed as serious (medically significant). The company causality was assessed as possible. Additional information received on 13-jan-2012: the treatment prescribed was oral and intravenous antibiotic, off foot and one week with foot up crutches, twice daily (bid) dressing aes (sic) and surgical shoe. The events were resolving with the formation of a scab and the consumer was cleansing the area with hibiclens. The report remains serious.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2011 from a (B)(6) consumer (gender unspecified) reporting on self from the united states. The medical history included abnormal blood pressure, a surgery due to gall bladder disorder, uterine cancer, neuroendocrine tumor and iodine allergy. The concomitant medication included maxzide (triamterene and hydrochlorothiazide) half tablet a day for an unspecified years for abnormal blood pressure. On (B)(6) 2011, the consumer started using band-aid brand advanced healing blister cutaneously for blister on right great toe (lot number, frequency and expiration date unspecified). On about second or third day, the consumer changed and put a new band-aid. After about three days from changing the band-aid, on (B)(6) 2011, the consumer noticed white circle and black spot under the band-aid. The consumer removed the band-aid and by the night developed hard bump. The consumer did not use the device further. After eight days, in the morning, the consumer developed blood blister and the foot became red and swollen. After twelve days, the consumer visited the emergency room where incision and drainage of the wound was performed and the physician prescribed naproxen and advised to soak and re-dress the area three to five times a day. The consumer reported that the blood culture was positive for (B)(6) infection. The consumer took ten day course of clindamycin, had an intravenous rocephin, had a boot put on the foot and was on crutches. The consumer still had black spot and skin peeling. The outcome of the other events was unknown. This report was assessed as serious (medically significant). The company causality was assessed as possible.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.